Manufacturer narrative:
H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture. A right atrial (ra) lead was present, but was not targeted for extraction. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement past the subclavian into the innominate was unsuccessful due to calcification. Switching to a spectranetics 13f tightrail rotating dilator sheath, progress was made through the clavicle and into the superior vena cava (svc), but then stalled. The decision was made to remove the ra lead as a result of the calcification, so the tightrail was removed from the body. Upon removal, there was a sudden drop in blood pressure, and a pericardial effusion was detected. Rescue efforts began, including sternotomy. Perforations in the innominate vein and the svc were discovered and repaired. The rv and ra leads were removed post-sternotomy, and the patient survived the procedure. This report captures the 13f tightrail in use when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.